Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol), model drt225, in the patient¿s left eye, the patient experienced blurry vision and poor night vision. The patient reported an inability to perform night-driving activities that she had been able to do prior to surgery. The lens was subsequently explanted during a secondary surgical procedure with a non¿johnson & johnson lens. No incision enlargement, vitrectomy, sutures, or procedural delays were required. The patient¿s best-corrected visual acuity remained 20/20 both pre- and post-operatively. Directions for use were confirmed to have been followed. Initially it was reported that preoperative refraction: -0.75 -0.75 × 65, target refraction: -0.07 and postoperative refraction: plano sphere. However, during a follow-up they reported that preoperative refraction: -1.25 +0.50 × 64, postoperative refraction: +1.00 -0.50 × 145 and target refraction: plano. Postoperative refraction with the new lens has not yet been measured. No further information was provided.

Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code: 4619-hm-blurry vision (impacting daily life activities) : vision blurred (impacting patient daily life activities) an attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: february 3, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed hat the lens was cut in half and coated in viscoelastic reside. The edge of the lens also had a chip. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt225 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.